Event description:
Customer reported a cartridge alarm 20 issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The pump was still under warranty, and a replacement with updated software was sent. Customer was advised on setting up the replacement, putting the defective pump into storage mode, and returning it to avoid charges. Temporary insulin delivery would be managed through multiple daily injections, and customer was informed about upcoming software updates. A signature was requested for the delivery of the replacement pump.